Event description:
It was reported the patient was receiving stimulation in the wrong location. The patient was experiencing a sharp pain from the lead area and into the front thoracic area. The sjm representative met with the patient for reprogramming but only partial improvement of the issue was achieved. It was reported the next course of action was undecided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.